Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right atrial lead was oversensing noise and automatic mode switch was triggered. No intervention was made.

Event description:
New information received notes that the atrial lead was reprogrammed on (B)(6) 2022. The patient was stable in condition.